Event description:
Revision surgery planned for (B)(6) 2018, about 4 years after the primary surgery, due to stem loosening.

Manufacturer narrative:
Primary surgery performed on 2014, no confirmation about the precise date. Batch review performed on 15 november 2018. Lot 135431: (B)(4) items manufactured and released on 5 february 2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed on october 26, 2018. Almost 5 years after primary cementless tha the femoral stem was deemed loose and revision was scheduled. We have no information except one ap radiograph that has been used and modified to plan the revision surgery. With the elements at hand, no conclusion can't be drawn as to the causes of the adverse event.